Event description:
It was reported that the pt was not responding to the stimulation and had a return of symptoms. The physician suspected to a device problem and on a f/u visit impedance measurements with soletra showed >2000 ohms. Test with a external device showed >18,000 ohms on all conductors. The lead was replaced and the pt was reported as "okay".

Manufacturer narrative:
(B)(4).